Manufacturer narrative:
Block h6: imdrf code a050702 captures the reportable event of failure to cut. Imdrf code a150101 captures the reportable event of failure to deploy.

Event description:
This report pertains to the second of two overstitch suture cinches used in the same procedure. It was reported to boston scientific that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty procedure on (B)(6) 2025, for the treatment of obesity. During the procedure, the overstitch suture cinch was unable to cut the suture and the cinch handle became jammed. The cinch wire subsequently broke, and the overstitch suture cinch failed to deploy. A second overstitch suture cinch was then attempted; however, this device was also unable to deploy and cut the suture. The procedure was completed with another of the same model. No patient complications were reported as a result of the event.